Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a cable suddenly broke on the small grasping retractor. The small grasping retractor instrument was immediately removed, and the replacement instrument was used to complete the operation. The instrument issue did not have a major impact on the procedure and did not prolong the patient's anesthesia. No element remained in the peritoneal cavity. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical support specialist and obtained additional information about the event. There were no fragments that fell inside the patient. The patient did not return for any post-operative complications.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Images associated with this reported event were submitted for review. The images are consistent with the reported broken cable on the instrument.